Event description:
It was reported to ventec by a third party service provider that the lcd touchscreen went dark (black).. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by an authorized service provider (asp) where the reported issue of a dark display was confirmed. The device will be returned to ventec for further evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of an dark (black) lcd touchscreen was confirmed. The asp performed troubleshooting and observed that the issue followed the blue ribbon cable that connected to the front panel board. The asp replaced the front case assembly, which contains the front panel board and the blue ribbon cable, to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the front panel board and blue ribbon cable of the front case assembly, however, further component level cause could not be conclusively determined. H3 other text: serviced by asp.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-01185-000. Section d4, model #, of the initial medwatch report should have stated: v+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).